Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. The catheter demonstrated signs of use in the form of elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. The device was plugged into the controller and a live, clear image was displayed. X-ray imaging of the distal tip showed no damage to the thru-silicon vias (tsvs) or wires. X-ray imaging of the handle showed no damage to printed circuit board assembly (pcba); however, the camera wires near the breakout region appeared suspicious. The handle was opened and the components within were visually inspected. The camera wire appeared compressed where the steering wires interact in the region of the breakout. With a live image displayed on the controller, a jumper wire was clipped to ground on one end and grazed the camera wire where the jacket was compromised on the other end. The image was disrupted. It's likely that the steering wire could similarly graze the camera wire and disrupt the image when the device was being articulated. The reported event was confirmed. The breakout region of the handle is the routing location for the camera wire, plastic optical fibers (pofs), and steering wires as those components exit the handle. Articulation of the device during procedure causes movement of all of these components in the region. It is possible in this dynamic setting that the camera wire can interact with the steering wires, pofs, or the edges of the breakout. The forces exerted on the camera wires during this interaction have been found to damage the jacket or the conductors within. If the jacket is compromised, the wires are no longer insulated and can come into contact with the steering wires, resulting in an electrical short that will cause the image to turn off if the camera wires are damaged, this results in an electrical open that will cause the image to turn off. There is an open further investigation to address this interaction. Based on all available information, the probable cause selected for the visualization problem due to camera wire or jacket damage in the breakout region is cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 5 minutes into the procedure. The procedure was not completed due to this event. Reportedly, they completed the procedure one day later using a second spyscope ds ii access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 5 minutes into the procedure. The procedure was not completed due to this event. Reportedly, they completed the procedure one day later using a second spyscope ds ii access and delivery catheter. There were no patient complications reported as a result of this event.